Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with medical records/radiographs received. Ap pelvis and ap films of the bilateral hips demonstrate bilateral total hip arthroplasties. The left hip demonstrates a left total hip arthroplasty with screw fixation of the acetabular cup. Lucency along the superior aspect of the acetabular cup suggest possible osteolysis. There is asymmetric positioning of the femoral head within the acetabular cup suggesting polyethylene wear. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to poly wear and osteolysis. No revision has been reported to date. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03571.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.